Event description:
It was reported that an ultra set capd disposable disconnect y-set was missing a protective cover (blue cap). This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h4: device manufacture date: remove 04/27/2023 (reported on initial report) and replace with 04/14/2023. Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation in its original but open packaging. A visual inspection with the naked eye observed the parts were correctly assembled, however, also noted the absence of the protective cover (pull ring). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.